Manufacturer narrative:
It was discovered at bench repair that the power cable required a replacement due to more resistance allowed in the electrical tests. The v60 was sent to bench repair and the power cable was replaced to resolve the issue. Bench repair replaced the power cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cable required a replacement due to more resistance than allowed in the electrical tests. No patient involvement. The investigation is ongoing.